Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9 h3, h6: part # 04.211.034s. Lot # 8l20933. Release to warehouse date: 03 june 2021. Expiration date: 01 may 2031. Supplier: (B)(4). Non-sterile. Part # 04.211.034. Lot # 99p8995. Manufacturing location: monument. Manufacturing date: 16-apr-2021. Part number: 04.211.034, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 34mm. Lot number: 99p8995 (non-sterile). Lot quantity: 239. Production order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final inspection met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.211.034.999, 2.8mm ti screw blank 34mm 02.7 variable angle w/sd8. Lot number: 86p0864. Lot quantity: 921. Production order traveler met all inspection acceptance criteria. Inspection sheet, inspection sheet, inspect warm head blank/inspect turn head and point met all inspection acceptance criteria. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va lockscr ø2.7 head 2.4 self-tap l34 ta the thread of the screw was deformed at the neck and no other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. Functional test cannot be performed since the device was received by itself, but the alleged complaint condition can be confirmed since the screw was deformed at the neck might be the issue for the complaint condition. The observed condition of va lockscr ø2.7 head 2.4 self-tap l34 ta in the device was consistent with the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for va lockscr ø2.7 head 2.4 self-tap l34 ta. While no definitive root cause could be determined, there is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: - 2.7mm variable angle locking screw self tapping, star drive recess. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the osteosynthesis surgery with the variable angle-locking compression (va-lcp) distal humerus plate to treat the distal end of humerus fracture. During the surgery, the surgeon inserted the locking screw through the va-lcp plate and the locking screw could not be locked normally. Therefore, when the surgeon removed the screw and the thread near the head appeared slightly discolored. The surgeon used another new screw of the same specification, but this screw did not lock normally as well. The surgery was completed successfully within thirty (30) minutes delay. No further information is available. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 34mm. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.